Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device detachment occurred. The choice pt graphix intermediate guidewire was selected for use. During the procedure, a piece of the wire became detached, and the patient was sent for bypass to remove the wire fragment.